Event description:
The lay patient contacted lifescan (lfs) in 2009 alleging that she replaced the battery in her one touch ultra mini meter and the battery indicator showed again two days later. The medical affairs specialist (mss) classified the complaint based on the initial information provided to the customer care advocate (cca). The patient said she was unable to obtain a reading on the meter at 12:00 pm, when she usually tests, because, the meter displayed the battery symbol and would not give a result. The patient said she takes insulin, but did not provide her daily insulin regimen information. The patient said she felt shaky, sweaty, and was becoming disoriented 30 minutes later and she had to take oral glucose tablets and eat more food. The cca noted there was no meter trauma. The patient's products were replaced. This complaint is reported because, the patient claims that the lfs meter displayed the battery indicator and afterward she became shaky, sweaty, and disoriented after the product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.